Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass.

Event description:
Customer reported that he shattered the screen on the insulin pump because he fell on it. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.